Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant on the left side, and with 325cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade unknown, and right side rupture postoperatively. As a result, the patient underwent bilateral replacement surgery with catalog number smpx270; serial number (B)(6) on the left side, and with catalog number smpx270; serial number (B)(6) on the right side on (B)(6) 2024. Mentor is aware that the date of implant ((B)(6) 2018) is prior to the manufacturing date (march 6, 2019) of reported lot number 7696453. If/when additional information becomes available, it will be updated and supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On july 22, 2024, the mentor failure analysis lab received the device for evaluation. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. On august 13, 2024, device evaluation was completed as follows: mentor conducted visual inspection, leak testing and microscopic examination of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear measuring approximately 0.2 cm on the anterior view. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As per above findings and no clarification received to date. "Adverse event without identified device or use problem" has been added to device problem code under field h6 on this form replacing material rupture reported previously. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).